Event description:
In 2008, the lay user/patient's daughter contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter was reverting to the setup mode. The medical affairs specialist (mas) spoke with the pt on august 4, 2008 and obtained the following info. The pt did not recall when the reported issue first began, but as a result, reportedly discontinued testing her blood glucose. The pt denied taking any action regarding her diabetes management since she does not take any medication. On an unspecified date/time, after the reported issue began, the pt claimed she was preparing breakfast when she suddenly felt "shaky, sweaty, and began to vomit." The pt mentioned, she develops these symptoms when her blood glucose is running high. As a result of the symptoms, the pt claimed she skipped eating breakfast, took her blood pressure and heart medications, and rested. She reported feeling better afterwards. The pt denied receiving any medical intervention. At the time of troubleshooting, the customer care advocate (cca) confirmed the reported issue began after the meter's batteries were replaced. The cca assisted the reporter with confirming the meter settings. The issue was resolved. Replacement products were sent to the pt . This complaint is being reported because the pt allegedly developed symptoms that could be suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.